Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the motor drive unit was driving the disposable handpiece slowly. The procedure was completed using the same device with no adverse patient consequences.

Manufacturer narrative:
Date sent to the FDA: 03/29/2011. (B)(4) - insufficient drive of disposable. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.